Event description:
The customer was hospitalized due to high bgs. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Instructed customer to call back to perform the high-pressure test when the clamp arrives. A day later, the customer called again and stated that when they were hospitalized, the dr had taken them off the pump. The customer reported multiple no delivery alarms during bolus attempts. They stated that their bgs are high and when they tried to bolus they get no delivery alarm. The infusion set was changed twice prior ending up in the emergency room. Also, they mentioned that the dr recommended discontinuing the pump use.